Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device registered an e6 error message and it was further noted that the air pump turned on as soon as the motor was plugged in. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was giving an e6 error, which made the air pump come on right away. It was determined that this was due to a damaged flex circuit that was heavily corroded from immersion / not following the sterilization procedures properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.